Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the activation button of the insulin pump was harder to press to get respond. The insulin pump had damage on the front corner just above the up arrow button and there was a diagonal crack that wrapped around the pump about half. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with cracked case from display window corner, cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.